Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the clips are not even. They cut through the vessel instead of ligating the vessel. To correct the condition, another device was used and worked ok. The current patient status is okay.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the damage to the vessel was not considered permanent. Another device was used and worked fine. The current status of the patient is fine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one premium surgiclip m - (9.75" shaft length) titanium clip applier opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection noted that the instrument was partially applied with three remaining clips. Functionally; the instrument was first test fired once in the air so that the clip formation could be observed. One clip was fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. The last clip started to form and then popped out of the jaws allowing the jaws to damage the test media as the instrument went into interlock. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged interlock component, however the reported condition was not confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the evaluation of the device it was determined that the device functioned properly, the interlock mechanism was damaged and engineering was unable to confirm the reported condition and the most probable root cause may have occurred during clinical application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.